Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the white part was detaching from the ultracision. The instrument has been pre-checked. In which the default settings have been used min: 3 max: 5. The problem arose quite quickly during the operation. The surgeon used the instrument when going through the hepatic parenchyma. The instrument did not collide with any other instrument or tool during procedure. The instrument was only in contact with the liver tissue. Two photographic images of the device where the defect was visible were available for is review. There was no other footage available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the inlay of beak was coming off. This after short use of ultracision. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp and was not returned with the instrument. Components adjacent to the damaged teflon pad do not show damage. Additional observation not reported by site: the teflon pad was found detached and missing from the instrument. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.